Manufacturer narrative:
Return of the laser flex endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted. The manufacturer's dfu states under description: the mallinckrodt laser-flex tracheal tube is a sterile, single-use device supplied with a permanently attached 15mm connector. The tube body consists of a flexible stainless steel hose with a soft plastic segment at the distal end. The laser-flex tracheal tube has two cuffs, each with an associated self-sealing valve and pilot balloon. The sealing diameter and overall tube length of the laser-flex tracheal tube are equivalent to standard 8.0mm I/d tracheal tubes with high volume, low pressure cuffs. The tube design also includes a magill curve and a smooth molded distal tip with murphy eye. Regarding pre-testing and removal: carefully remove the sterile laser-flex tracheal tube from it's protective package. Test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate the cuff. Repeat test with second cuff. After test inflation, completely evacuate the air. Prior to extubation, deflate both cuffs by inserting a syringe into each valve housing and remove saline. As saline presents a greater resistance to withdrawal from the cuffs than air. When deflating the user should continue efforts until no more saline is returned into the syringe and the pilot balloons remain completely collapsed. Extubate patient following currently accepted medical techniques. Warnings/precautions (cuffed related) : the protective function of the upper (secondary) cuff might be lost if the cuff is not completely filled with isotonic saline. If unfilled areas (air pockets) are detected, the procedure should be stopped immediately. Saline presents a greater resistance to withdrawal from the cuffs than air. When deflating the user should continue efforts until no more saline is returned.

Event description:
It was reported that the intubation was completely normal. No difficulties were presented. The routine endotracheal extubation was difficult. Once the endotracheal tube was pulled out, it was observed that the end of the endotracheal tube was curved. The procedure that the patient received was "ambulatory" facial esthetic surgery, but because of the incident, the patient was admitted for 24 hours observation and administration of steroids. The patient is doing well. No additional consequences as a result of the incident.